Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away at home on (B)(6), 2019. Caller reported that the customer was on dialysis and had a number of illnesses which included arthritis, thyroid disease, heart failure and was bed bound. Caller reported that the customer decided that she could not handle dialysis and passed away a few days later. It was reported that the customer was wearing the insulin pump at the time of passing. The customer's blood glucose reading at the time of death was unknown. The insulin pump is not expected to return for failure analysis.